Event description:
The customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l which suggests the memory overwrite malfunction has occurred. Additionally, the customer stated she drank orange juice and was experiencing dizziness and lightheadedness. There was no report of third party medical intervention, death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.